Event description:
It was reported that a mesa rail/rod puller was discovered to be bent pre-operatively. There was no patient involvement and therefore no adverse consequences were seen.

Manufacturer narrative:
Visual, functional, and dimensional inspection were unable to be performed since the device was unavailable for evaluation. Material analysis was also unable to be performed. Review of the device history records could not be performed as a valid lot code was not identified. Review of the complaint history records could not be performed as a valid lot code was not identified. It was reported that a mesa rail/rod puller was bent and couldn't be used anymore. However, the issue was unable to be confirmed since the device was not available for evaluation. It is not clear what component of the device may have been affected or how the damage was sustained. Since the issue was reported to have been noticed after the operation, it appears that the damage was sustained during intraoperative use. It is possible that the rail puller was bent due to excessive force during the rotation maneuver. Ultimately, however, the alleged failure mode was unable to be properly evaluated, and no root cause for the issue was able to be determined. Hospital retained device.

Event description:
It was reported that a mesa rail/rod puller was discovered to be bent pre-operatively. There was no patient involvement and therefore no adverse consequences were seen.